Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation and presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on 09/22/2015.

Event description:
Additional information indicated that the patient was in stable condition post procedure.